Event description:
The pt received her scs system on (B)(6) 2011 including a paddle lead. It was reported the pt underwent surgical intervention as a result of high impedance. X-rays were taken and revealed a lead fracture. The lead was explanted and replaced. Stimulation was regained post-op and the replacement resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.